Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received. Ppd alleges dislocation. After review of the medical records for MDR reportability, the revision operative note indicated dislocation.

Manufacturer narrative:
This medwatch is being rejected as this is not a depuy product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.